Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to load a second, new cartridge and successfully resumed insulin.